Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported experiencing occasional mild shadows/glare at left peripheral vision but it does not interfere with daily tasks. The icl remains implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method(other): medical review. Results (other): per medical review - reportedly patient is experiencing subjective visual disturbances ("mild shadows/glare''), that do not interfere with daily tasks, following icl implantation one year ago. No report of secondary surgically or medically intervention performed. Lens remains implanted. Additional information from the surgeon has been requested but not received yet, despite multiple attempts. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Reassessment will be performed when (if) additional information is received from the implanting surgeon. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)